Event description:
It was reported that the surgeon was unable to lock the articular surface onto the tibial baseplate. Another articular surface was used to complete the procedure.

Manufacturer narrative:
Evaluation summary: suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. The dovetail feature was compressed. This typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. Device history records indicate all components were manufactured and inspected to specification.